Event description:
It was reported while using bd plastipak¿ sterile plastic syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when the medication is started, the nurse notices that the device is leaking, the device is removed.

Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) 1949 was used based on age of patient there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 0318645. Medical device expiration date: 31oct2025. Device manufacture date: 24dec2020. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 29-jun-2022. H.6. Investigation summary: two 5ml syringes and photo received by our quality team for investigation. Upon visual inspection of the images, liquid can be seen on the barrel. Evaluating the physical samples, a perforation in the body of the barrel on one side of the graduating scale can be observed. Leakage testing performed, leak in the barrel was confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the molding process, causing the thinning of the barrel generating the damage observed.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when the medication is started, the nurse notices that the device is leaking, the device is removed.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when the medication is started, the nurse notices that the device is leaking, the device is removed. Additional information received on 21/jun/2022: could you tell us where the leak occurred? A: it was in its barrel. Has there been any harm to the patient/health professional? (Detail) a: no patient harm was recorded. Has there been exposure to blood or chemotherapy to the mucous membranes or skin? (Detail) a: there is no record. Is the sample related to the incident available for analysis? A: yes, since it is within the facilities. What medication was being administered? A: ketorolac (pain medication).

Manufacturer narrative:
The following fields have been updated due to additional information: b.5. Describe event or problem: it was reported while using bd plastipak¿ sterile plastic syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when the medication is started, the nurse notices that the device is leaking, the device is removed. Additional information received on 21/jun/2022: could you tell us where the leak occurred? A: it was in its barrel. Has there been any harm to the patient/health professional? (Detail) a: no patient harm was recorded. Has there been exposure to blood or chemotherapy to the mucous membranes or skin? (Detail) a: there is no record. Is the sample related to the incident available for analysis? A: yes, since it is within the facilities. What medication was being administered? A: ketorolac (pain medication). H.6. Imdrf annex b grid: b03, b14.